Manufacturer narrative:
Device evaluated by manufacturer: the 2.4mm jetstream xc atherectomy catheter was returned for analysis. The device was inspected for damage. Visual examination showed no damage on the device. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device primed. The device was activated, and the blades did spin as designed. The device was run for a period of 2 minutes with issues or errors. A .014 test thruway guidewire was used to insert into the guidewire lumen. The wire transcended through the device with no hesitation or restrictions. There were no signs of metal or other foreign material noticed. The complaint was not confirmed for rotational or occlusion issues.

Event description:
It was reported that there was a loss of rotation. A contralateral approach was used to access the calcified instant restenosis located within the superficial femoral artery (sfa) and femoropopliteal. A 2.4mm jetstream xc atherectomy catheter was selected for use. After 4:43 minutes of use, rotation was lost. A small metal rod was visible in the tip after the device was removed. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that there was a loss of rotation. A contralateral approach was used to access the calcified instent restenosis located within the superficial femoral artery (sfa) and femoropopliteal. A 2.4mm jetstream xc atherectomy catheter was selected for use. After 4:43 minutes of use, rotation was lost. A small metal rod was visible in the tip after the device was removed. The procedure was completed with another device. There were no patient complications.